Event description:
Patient reported rupture on right side. Healthcare professional additionally reported "lobulated contours," and "rupture for the right side device." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, additionally reported, "capsular contracture, baker grade iii. Radial folds and "discrete fluid". Diagnosed via imaging".